Manufacturer narrative:
H3: product analysis: part # (B)(6); lot # fa09f046 visual and optical inspection confirmed the shaft of the retaining driver has broken. Optical inspection revealed a brittle surface fracture. This type of damage is consistent with bend stress overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding instruments used in thoracolumbar screw, rod and cage insertion. It was reported that the devices broke. High use instruments break more often. There was no patient involved in the event. No further complications were reported/anticipated.